Manufacturer narrative:
(B)(6). The name of the facility is not available. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During a cross ¿over procedure through a 6fr terumo cross over sheath and after starting to deploy 2 5.0x 200 smart flex stents, further deployment was immediately impossible because the system stocked high forces were used to try it , finally it resulted in a fully dislodgement off the other cath. From the tuohy-borst adapter. Stents were not deployed. It occurred during 2 different cases on different data! Upon receipt of the devices, one of the stents was detached and not included per the preliminary evaluation ((B)(4)).